Manufacturer narrative:
The pump (B)(4) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information received from site noted that the patient received lysis therapy due a suspected thrombus formation and the reported 'high power' consumption returned to normal power consumption after the lysis therapy. Review of controller log files revealed a rise in power consumption starting on the reported event date until a sudden return to normal power consumption the following day, thus confirming the reported 'high power' event as well as correlating with the reported event details. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event; clinical status, comorbidities, and pharmacological factors are possible contributing factors to the 'high power' and probable thrombus.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient had power increased on (B)(6) 2016 despite inr>2.5 and effective platelet inhibition with asa. The patient has had received two runs of actilyse 20 mg, power came back to baseline. As a result of lysis therapy patient developed epistaxis. No hemodynamic issues at any time. Patient stabile in critical care unit on (B)(6) 2016.